Event description:
It was reported that the patient presented to the hospital remotely on (B)(6) 2023 for a follow-up. During examination, it was noted that there was inappropriate anti-tachycardia pacing and aborted shocks delivered to the patient due to oversensing of noise on right ventricular (rv) lead. The rv lead was explanted and replaced on (B)(6)2023 . The patient was in stable condition throughout.